Manufacturer narrative:
Combination product: yes. The device and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the returned device data. The manufacturing process for the devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ipg and the lead proved the device functions to be as specified. The returned device data was thoroughly inspected. The data showed that the device was programmed to bipolar pacing and sensing configuration. A unipolar lead failure was detected in the ventricular channel as well as in the atrial channel on (B)(6) 2024, respectively. Capture control was deactivated as a result of the detection of the unipolar lead failure. Please note, that in the event of the detection of a unipolar lead failure -by design- capture control is automatically deactivated and the pacing output in the ventricular and atrial channel is adjusted to the programmed start amplitude of capture control plus an individual safety margin to ensure reliable and safe therapy for the patient. The lead check function is designed to control polarity switch from bipolar to unipolar configuration in case of the detection of a bipolar lead failure. Disabling lead check will prevent the device from switching to unipolar configuration in case of a bipolar lead failure detection. However, the display of a detected lead failure is not influenced by this parameter. Evaluation of the lead statistics showed no indication of a lead problem. The available impedance trends, pacing thresholds and sense amplitudes showed normal and as expected values. Despite extensive analysis of the available data, no conclusion could be drawn regarding the root cause of the occurrence of the unipolar lead failure in the ventricular and atrial channel. However, the available information has been entered into our quality system and will be used to further investigate this device behavior.

Event description:
An alert was received via hm on 14 nov. Lead check detected right ventricular lead failure. Right ventricular lead failure (unipolar) was again detected on (B)(6) 2024 at 1:30:02. Acc/vcc was switched off and the output of a was re-set to a high value of 4.5 v. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-